Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was found to be in safety mode. Additionally, premature battery depletion was alleged. No additional adverse patient effects were reported. Subsequently, this device was explanted and replaced. The device was not return as the physician did not want analysis results.

Event description:
It was reported that this pacemaker was found to be in safety mode. No additional adverse patient effects were reported. Subsequently, this device was explanted and replaced. The device is expected to return for analysis.